Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Additional information has been requested and if received will be provided in a supplemental report.

Event description:
It was reported by the surgeon that a condylar fracture had occurred at some point during the total knee procedure. It was reported that the origin of the fracture is unclear. The fracture was reported to be fixed intra-operatively with 2 cancellous screws and a fiber-wire suture. It was reported that the additional time required for this complication was 20min.